Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, serial # (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer stated the cell-dyn sapphire analyzer generated aspiration probe failed to home error messages. The customer was advised to cycle the analyzer power and change the probe, which was unsuccessful in resolving the issue. The customer was further advised to change the vent head assembly and aspiration probe which resolved the issue. There was no impact to patient management reported by the customer.